Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation (pafib). It was reported that catheter's irrigation port appeared to have condensation inside / not transparent which prevents visibility of any bubbles in the tubing during flushing and throughout the procedure. The physician flushed it several times, but the appearance remained the same. The device replaced with the new catheter and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation (pafib). It was reported that catheter's irrigation port appeared to have condensation inside / not transparent which prevents visibility of any bubbles in the tubing during flushing and throughout the procedure. The physician flushed it several times, but the appearance remained the same. The device replaced with the new catheter and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Here is a picture attached to the complaint, and it is possible to observe some white section through the flush tubing which seems to be part of the assembly between the flush tubing and the flush luer. No further nor additional product analysis could be performed since the device did not return.